Manufacturer narrative:
Concomitant medical products: dtma1q1 crt-d implanted: (B)(6) 2017 if information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that left ventricular (lv) lead impedance was increasing but remained within range. The lead is still in use. No patient complications have been reported as a result of this event.